Manufacturer narrative:
No data analysis was performed because patient was on heparin. Per product user guide - limitations, "this test should not be used for patients on heparin therapy." Customer did not perform fingerstick with meter in the correct mode, was milking finger and took >15 seconds to apply sample to strip. These technique issues may contribute to unexpected inr results or errors in testing. In-house therapeutic donor testing has been performed on reported lot 289504 on (B)(4) 2013. Results as follows: donor (B)(6); inratio: 2.7, 2.9; inratio: 2.4, 2.9; inratio: 2.5, 3.1; ref.: 2.29, 2.77; bias thresh: 1.29 - 3.29, 1.77 - 3.77; %cv: 6.03, 3.89. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Patient was taking heparin. Limitations in pi, "this test should not be used for patients on heparin therapy." This constitutes off-label use. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. No product was expected to be returned, so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. (B)(4), corrective action was not required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013; inratio: 2.5, 1.4; lab: 9.6, 2.4. Time between testing was reported as 1 hour. Patient's therapeutic range is unknown. It was reported the patient's diet was abnormal due to antibiotics resulting in a loss of appetite.